Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the emergency room via ambulance. The emt noted that the patient experiencing pulseless electrical activity had chest compressions performed to resuscitate the patient. Once the patient was considered stable from a cardiac standpoint, the implantable cardioverter defibrillator was interrogated. The device exhibited non sustained right ventricular oversensing episodes indicating programming anomaly. No programming changes were made and the patient was asymptomatic. The patient would continued to be monitored.